Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said that when charging ins it will charge up to 90 percent but wont get to 100 percent. They said it takes 45 minutes or an hour to get to 90 percent, so its not taking longer to charge up. Pt then reported that ins used to last at least 3 days in between charging and now it only lasts a day or so. They said they talked with a manufacturer representative (rep) and was told to call to get a new battery pack. Reviewed that the battery pack has nothing to do with this issue. Redirected to healthcare provider (hcp) and emailed local reps.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.